Event description:
Patient's daughter called hotline stating the pump insertion site had warmth, redness, swelling, and pain. No discharge. Symptoms indicate a possible infection. Patient instructed to contact physician.

Manufacturer narrative:
Information gathered during this investigation from dr. (B)(6)'s office determined that there was no product problem. No further investigation is required.